Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was mentioned that a new controller was received, so after pairing it, the stimulation intensity was adjusted again, but it would return to 2.0 soon after the stimulation was increased to around 4.7. Instructed to consult with the medical institution regarding the stimulator settings. It was stated that replacing both the controller and the recharger did not resolve the issue. We will check the device which the patient will bring with him at the outpatient visit on feb/20.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755, serial# (B)(6), product type recharger, product ID 97745bp, serial# (B)(6), product type accessory, product ID 97745ac lot# 242701 product type accessory, product ID 97745, serial# (B)(6), product type programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was unknown if the patient seen for their appointment on (B)(6) 2026 , and what was discovered. However, it was noted the controller and recharger that were replaced are scheduled to be returned by the patient.

Manufacturer narrative:
G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that even when stimulation intensity is increased, stimulation is not felt. Stimulation was felt as weak, so an attempt was made to increase the stimulation intensity, but even when the intensity was increased, it immediately returned to 2.0 and could not be changed. On the menu screen, ¿posture check¿ could not be selected, so it was confirmed that adaptivestim was not being used. For group b, only setting 2 was available, and the stimulation intensity was at 2.0. Because the stimulation felt weak, it was increased to 4.0, but after a short time, the stimulation suddenly returned to 2.0 on its own, even though no operation was performed. Repeating the process resulted in no change. Changing to group a and adjusting the stimulation intensity did not produce any sensation in the body, so it was ineffective. Previously, this did not occur, and there was no report from the medical institution that the setting had been fixed at 2.0. Resetting the remote control also resulted in no change. There were no particular factors that may have caused the event. It was noted the issue was not resolved at the time of the report.